Manufacturer narrative:
.

Event description:
It was reported that patient had no complication and was on increasing doses, until on (B)(6) 2011 when a change in concentration of baclofen was done from 500mcgml to 3000mcg/ml. Prior, the patient was on a bridge bolus getting 230mcg/day of baclofen which healthcare provider (hcp) wanted to increase to 270 mcg/day. About 11:14 a bridge bolus of baclofen 500mcg/ml was programmed; catheter volume =0.463ml which delivered 231.43 mcg of baclofen (wanted dosage 270 mcg/day; infusion time= 20:34 h: m). An error was made and the hcp wrongly programmed, the drug dose to be 3000 mcg/day, which was noted and corrected right away at 11:27, by changing single infusion mode daily dose from 3000 mcg/day to 270 mcg/day. The pump print at that point noted that bridge bolus was running with infusion time 20:22, 'which was expected'. Per this programming error, the time programmed with daily dose of 3000mcg was of 15 minutes and equaled a bolus of approximately 30mcg; and was believed that 'the patient could tolerate without any problems'. As the bridge bolus was running with the expected infusion time, hcp believed that the patient had not had an unexpected large bolus and send him home. Patient was fine the whole evening and night but the following morning at 7 o'clock experienced severe hypotonic with no reflexes (very loose and had difficulty holding his head), lethargic, nauseated with repetitive vomiting, double vision and skin rash, no respiratory or circulatory problems. Patient was brought to the hospital. Pump check at arrival showed daily dose 270 mcg/day that was expected. No actions were taken except observation. As the patient got back to normal status the next day, the pump dosage was kept at 270mcg/day and patient was discharged.